Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's the daughter was turning the stim on and off accidentally. The patient was reprogrammed and re-educated on stimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was experiencing a ¿misfiring¿ or overstimulation from the device. The patient¿s legs also felt heavy. It was unknown if the symptom was related to the patient¿s medical issues or the stimulator. No actions had yet been taken to resolve the issue. It was unknown if any external factors contributed to the issue. No further complications were reported.